Event description:
It was reported that a patient had impedances greater than 4,000 ohms during the implant procedure. The doctor had removed the extension three times and the impedances were still "bad". The impedances were tested at 1.5v and 300 pulse width. Five days later, it was reported that the physician chose to replace the lead. Impedances were checked with the new lead and "everything came out fine". Approximately 7 months later, it was confirmed that the impedances were checked intra-operatively. The lead had been implanted on (B)(6) 2012 and replaced on (B)(6) 2012. The extension was implanted on (B)(6) 2012. No further information was provided. If more information was received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-28 lot# va00gva, product type lead product ID: 3889-28 lot# v94 2570, product type lead product ID: 3625 lot# serial# unknown, product type screening device product ID: 3095-10 lot# serial# (B)(4), product type extension product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).